Event description:
It was reported the following errors were displayed during use: "gas mixer fail" and "inaccurate fresh gas flow." There was no patient injury reported.

Manufacturer narrative:
A dräger service technician checked the device after the reported event and - after initial log analyses ¿ replaced the pcb vgc cpu and the pcb mixer cpu. The electronic log file and both pcbs were available for investigation. The case in question could be reconstructed by means of the information stored in the log. At 10:41 on the reported date of event, the device detected missing communication via the main sabus channel(s). It reacted as specified for such scenario and stopped both gas delivery and ventilation while alarming gas delivery+ ventilator fail. The user reacted immediately and switched the device to monitoring mode only a few seconds later. The communication between mobi (user interface) and mixer cpu is routed via the vgc cpu board. Replacement of the pcb was a plausible measure to fix the issue. The replacement of the pcb mixer cpu is rated as a precautious measure. The pcbs were tested in a laboratory environment without any findings. Hence, the exact root cause for the disturbance of the internal communication could not be determined. Based on the fact that the same pcb is also assembled in the gas mixer without showing this symptom, a general design failure can be excluded. Compared to the installed base (more than 50.000) number of similar cases is considered acceptable.